Event description:
It was reported that during an angioplasty procedure, the device allegedly had a deflation issue. It was further reported that the physician removed the balloon forcefully. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation, three photos were provided for review. First photo shows the label, lot number and catalog number were verified. Second photo shows the part of the device and label kept in a pack, partial catheter and balloon was visible no kinks or other anomalies noted to the device. Third photo shows the balloon kept in a pack complete device was not visible. Based on the photos reviewed no confirmations can be made. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, photos were provided for review. The investigation of the reported event is currently underway. Expiry date (05/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly had a deflation issue. It was further reported that the physician removed the balloon forcefully. There was no reported patient injury.